Event description:
A customer obtained negatively biased vitros valp quality control results while using the vitros 5,1 fs chemistry system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. No erroneous patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results occurred while using the vitros 5,1 fs chemistry system analyzer. The investigation confirmed that the root cause of this event was most likely instrument related. The customer performed two maintenance procedures on the secondary metering subsystem, as directed by ocd based on performance issues, to return the analyzer to expected operation. System performance was verified by running quality control fluids.